Event description:
It was reported that the patient was feeling dizzy due to oversensing on the lead, low impedance, and inhibiting pacing. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.